Event description:
The pt received his scs system on (B)(6) 2011. It was reported that pt stopped feeling stimulation. As a result, the pt's lead was repositioned and he received another lead anchor. After the dr closed up the pt, contacts 1 - 6 did not stimulate, yet they maintained impedance well within normal range. Contacts 7 and 8 were the only contacts that would stimulate. The pt began vomiting at the end of the revision, and did not want to have the system turned on post-op. He stayed in the hosp overnight. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.